Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed temperature assessment. The device overheated to 124.0 degrees (temperature shall not exceed 118 degrees). During repair, it was determined that the device had a broken drive shaft, causing the device to overheat. It was determined that this condition was due to excessive force when using the device causing the drive shaft to brake. The assignable root cause was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during preventative maintenance before surgery, it was observed that the motor device was overheating. It was reported that there was no delay to a planned surgical procedure due to the event, and an unspecified spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.